Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced muscle cramps and loss of consciousness. The patient was treated with 2 glucose injections; there was no documentation who treated the patient. An ambulance was called and the patient was taken to the hospital. There was no documentation about the treatment administered at the hospital. At an unspecified time of the event the cgm was reading 130 mg/dl and the blood glucose reading was 89 mg/dl. At the time of the report the patient was stable. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.